Manufacturer narrative:
(B)(4). D10: cat# 110010246 lot# 67536170 g7 osseoti 4 hole shell 56mm f . Cat# 650-0661 lot# 3248803 delta ceramic fem hd 36/0mm . G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately two months post-implantation, the patient underwent a hip revision due to dislocation. Revised cup, liner, and head. Attempts have been made and no further information has been provided.